Event description:
At the conclusion of the implant procedure, there was a leak seen in-between the two components. The device was implanted; at the final imaging run there was a big rush of a leak seen. It was thought to be either a type 3 or a type 4 endoleak.